Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis could not confirm the reason for return. No device anomalies were found.

Event description:
It was reported that the devic exhibited varying pacing thresholds. The device was explanted and removed.